Manufacturer narrative:
H6: investigation summary: bd received five [5] photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was an additive abnormality. There was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: device available for eval? Yes. Returned to manufacturer on: 01-mar-2024 . Investigation summary: bd received six (6) samples and five (5) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was an additive abnormality. There was no report of patient impact.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was an additive abnormality. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.